Manufacturer narrative:
Updated data: b5 continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{evfxplus-23}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date (B)(6) 2025; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post implant balloon dilation was performed with a 20 millimeter (mm) non-medtronic balloon (true). The mean gradient was 34 millimeters of mercury (mmhg) before the valve implant. After the second valve was implanted valve-in-valve, the mean gradient was 29 mmhg.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, in a previously implanted tissue valve, a post-balloon aortic valvuloplasty (bav) was performed due to a high gradient and valve under expansion. The valve then dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm) and on the left-coronary cusp (lcc) was 4 mm. Following dislodgement, the implant depth on the ncc was supra-annular and on the lcc was 0 mm. Subsequently, a second valve was implanted. It was noted that a 30-minute procedural delay occurred as a result of the dislodgement. Per the physician, the post-bav caused the dislodgement. Additional information was received that the post implant balloon dilation was performed with a 20 millimeter (mm) non-medtronic balloon. The mean gradient was 34 millimeters of mercury (mmhg) before the valve implant. After the second valve was implanted valve-in-valve, the mean gradient was 29 mmhg. Additional information was received indicating that the second valve was implanted at a depth of 3 mm on the ncc and 4 mm on the lcc.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{ballon}}; product lot/serial number {{unknown}}; product type: {{ballon valvuloplasty}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, in a previously implanted tissue valve, a post-balloon aortic valvuloplasty (bav) was performed due to a high gradient and valve under expansion. The valve then dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm) and on the left-coronary cusp (lcc) was 4 mm. Following dislodgement, the implant depth on the ncc was supra-annular and on the lcc was 0 mm. Subsequently, a second valve was implanted. It was noted that a 30-minute procedural delay occurred as a result of the dislodgement. Per the physician, the post-bav caused the dislodgement.